Event description:
During a cholecystectomy procedure, the device trigger blocked during the firing. This happened on 5 devices. The case was completed with resuable clip applier. There were no adverse consequences to the pt.